Event description:
It was reported the lead was explanted and replaced due to an increase in impedance. The svc and rv defib impedances increased to greater than 200 ohms. An x-ray showed no observable problem. However, it was later reported the lead had a possible fracture. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B) (4) no anomalies were found, however the visual inspection showed that the connector pin had been bent, the helix was bent/distorted, the defib conductor was distorted, the sylet was also bent and blood was noted in the helix mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor fractured; distal segment returned and analyzed.